Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an em2400 valve set appeared contaminated. Additionally, when changing the pump, the tech noticed an oily substance on the valve covers. Due to the visible oily substance on the tip caps the valve set did not fit as tightly as it usually does on the main module. There was noi patient nvolvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and excess silicone oil was found on the 13 inlet ports received with port caps after they were removed. Excess silicone with droplets were observed in some areas on the outer wall and inner wall surfaces of the valve inlet ports of those received with port caps. The excessive silicone was visually confirmed causing inlet tubing to become loose and not operate as intended. The reported condition was verified. The cause of the condition was due to an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.